Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Pt came in for a fractured hip. Planned procedure is placement of short gamma nail. While putting in final screw, the lag screw reamer tip snapped off. Surgeon had to remove all of above implants and procedure changed to placement of plate and screws. The failed device, lag screw reamer, was given to vendor sales representative. He stated that he will turn device over to stryker for analysis and review to determine possible reasons for failure of device and quality check.